Manufacturer narrative:
The reported issue that after the drug cefepime infused for 30 minutes and when there was no more fluid in line, the air detector did not detect the line was empty and continued to pump air in line could not be confirmed or duplicated. The event log found on the reported incident date two infusions were performed as basic infusions which prevented the ability to confirm the actual drug infusing. The log analysis found the pump module during the two performed basic infusions had actually alarmed with ail during both infusions. Both infusions had the vtbi at 200ml but the ail alarms occurred after approximately 97ml had infused and the infusions manually terminated after the alarm. The actual bag volumes could not be determined from the log. There were no recorded infusions performed without an ail alarm occurring on the reported incident date. The disposable set and bag were not returned for investigation. The testing and inspection process found no existing malfunctions and the pump module to be detecting ail within specification at the incident single ail bolus 250¿l setting. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A track wise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient harm reported.

Event description:
The customer reported that the patient received a cefepime infusion in 30 minutes and when there was no more fluid in line the air detector did not detect that line was empty and continued to pump air in line. There was no patient harm.